Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 75447535, 510k # k042025 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone transforaminal lumbar interbody fusion at l4-l5. Post-op, the screw at l4 loosened. R eportedly, superior adjacent segment disease was experienced by the patient due to this event. Hence, a revision was planned to be performed on (B)(6) 2019 to replace the loosened screw. It was also planned to perform screw insertion at l3 as well; and to perform connection between l3 and l5. No information is available if this revision has been performed yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for the initial procedure: lumbar spinal canal stenosis at first, the sales rep had heard that the screws were loose; and it was planned to perform removal of the screws during revision surgery. But on the revision surgery date, it was checked that the screws were not loose; and hence, replacement was not performed. Patient¿s post-operative health condition has been reported to be good.